Manufacturer narrative:
The technician found all four casters were faulty. He replaced the four brake casters to repair the stretcher.

Event description:
Info received indicates all four brake casters swivel when in the brake position.